Manufacturer narrative:
Process evaluation did not reveal any internal error during production. Post-production image of the surgical guide did not show any visible crack. Visual inspection of the returned guide arch showed that the support ledges that hold up the src-sleeve assembly have broken off on the intaglio side. This suggests that force pressing down on the implant site broke off the src-sleeve assembly. It is suspected that the doctor applied too much force on the guide during drilling.

Event description:
Doctor placed the surgical guide in the patient's mouth and began surgery as normal however as he was using the guide the sleeve and acrylic around it was falling apart. Doctor mentioned he noticed a crack that continued to open as he was using the guide. Finally the sleeve was too loose, so he removed the sleeve and used the hole in the guide as an approximation to freehand the surgery. It was an unsuccessful attempt and he grafted and closed up the patient with no implant placed.